Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the device was not returned to mmdg no investigation could be performed. A DHR was completed and found no issues or non-conformances. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump under infused. They stated that at the end of the infusion that there was still 71 ml of the 184 ml infusion left. Mmdg followed up with the initial reporter and reviewed the pump history with them as well. There was no obvious issues and the initial reporter also stated that there was no impact to the patient. (B)(4).